Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 and a cartridge alarm 5 (pressure out of range) occurred during the load process. The user's blood glucose (bg) level was 380 mg/dl. The user addressed bg level via the pump. Reportedly, the user successfully loaded a new cartridge and resumed insulin delivery.